Event description:
A beckman coulter (bec) field service engineer (fse) reported observing smoke and a smell coming from the customer's unicel dxi 800 access immunoassay system (serial number (B)(4)) while performing system troubleshooting for reagent carriage motion errors. There was no report of open flames, the laboratory's fire alarms did not activate and the fire department was not called in association with the observed smoke. There was no report of user injury or erroneous patient results in connection with this event. The bec fse then inspected the instrument to determine the cause of the smell and smoke.

Manufacturer narrative:
(B)(6). A beckman coulter (bec) field service engineer (fse) inspected the instrument to assess for the cause of the burning smell and smoke. The fse noted a charred component on the motion control card (mcc) printed circuit board (pcb). The fse replaced the affected mcc pcb. In conclusion, the cause of the event is attributed to a malfunction of the mcc pcb. Beckman coulter internal identifier for this report is (B)(4).